Event description:
It was reported that the right ventricular (rv) lead appeared to be fractured. The lead was not capturing at 7.5v @ 0.4ms. On the day of change out, the lead could not capture at 10v @0.5ms bipolar through the analyzer. By pacing unipolar, the problem was determined to be on the tip electrode. The device had recorded greater than 250 ventricular high rate episodes at greater than 400bpm, indicating possible noise on the lead. The lead was capped. The physician was unable to get venous access due to complete occlusion, so the lead was not replaced. The physician opted for a dual chamber pacemaker programmed to aai with the rv port plugged. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.